Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:37:13. During night drain cycle five, the patient's ultrafiltration reading was 1572ml, indicating the home patient (hp) drained 1572ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. The cause of the issue was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.